Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument and instrument data, the fse determined that the cause of the discordant glucose result was unknown. The fse proactively replaced the lamp and cuvettes in the dilution turn table (dtt) and reaction turn table (rrv) trays, serviced the instrument and ran qc. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant result was obtained for glucose on an advia 1800 system. The sample was re-tested on a different analyzer and the corrected results were reported. There were no reports of adverse health consequences or known patient intervention due to the discordant glucose result.